Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator reporting that while not in therapeutic use, the oxygen manifold for the oxygen transport kit was broken. The rse provided the customer the parts ID for the oxygen transport kit, as requested. The customer biomed reported the oxygen (o2) fitting broke due to loose mounting of the base to the stand. The unit was returned to service by replacing the o2 fitting included in the o2 cart mounting transport kit.